Event description:
A distributor reported that the instruction sheets were missing from 2 boxes, each containing 10 units of rt139 adult bipap / CPAP breathing circuit kits. This event occurred before patient use. No patient consequence was reported.

Manufacturer narrative:
Method: the rt139 breathing circuit kits are en route to fisher & paykel healthcare. We have assessed this event based on analysis of events of a similar nature. Results: the rt139 breathing circuit kits are sold in boxes of 10 units containing 1 instruction sheet per box. According to the event description as reported, instruction were found missing from 2 boxes of rt139 breathing circuit kits. Conclusion: the omission of 2 instruction sheets for these devices is most likely due to operator error during the packing process. Both boxes of breathing circuits appear to have also passed visual inspection for missing components. A lot check could not be performed, as no lot numbers have been provided. Our monitoring and trending of events involving missing and incorrect components in breathing circuits has a lowest rate of occurrence worldwide in the last year to september 2008.